Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post open-heart procedure while patient was recovering, a possible atrial lead dislodgement was suspected. Normal atrial sensing and impedance but a slight increase atrial capture threshold was observed. Programming changes were made. Patient is not pacemaker dependent and the physician is not planning any intervention.